Event description:
(B)(6) 2012 - laparoscopic cholecystectomy performed, discharged home on (B)(6) 2012. Received a phone call from patient on (B)(6) 2012, with continued abdominal swelling on right side, swinging sensation in abdomen, abdominal pain with bending and pressure in her abdomen. Patient stated that she had been to her pcp approximately 3 weeks ago with the symptoms and the symptoms have continued. She was instructed by (B)(6) surgical practice to go to her pcp or go to an emergency room. On (B)(6) 2012, received a fax from patients pcp of CT report indicating a bile leak. Have tried contacting patient with no success. Do not know if surgical intervention was needed.